Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician; the device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was above elective replacement indicator (eri) level upon. Analysis of device image and session records indicated device operated with autocapture and rate responsive features were enabled during the implant period. When automatic settings are programmed, such as autocapture, the device adjusts itself to accommodate the patient¿s needs for pacing and thus affects the estimated longevity of the device. A longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.